Event description:
The patient underwent revision surgery in which the surgeon removed a screw that was backing out along with the plate. Additional info received from the sales representative on 5th dec 2008: some time postoperatively the patient fell. The patient experienced pain after the fall and visited the surgeon. The patient underwent a revision surgery in which it was discovered that one of the self drilling screws was backing out. The surgeon explanted the screw, and the remaining construct and implanted a similar construct where the original one had been. Additionally, the surgeon implanted an adjacent level construct. Additional info received from the sales rep on 8th dec 2008. The sales rep reported that the patient underwent initial fusion surgery approximately four years ago. Additional info received from the sales rep on 11 dec 2008. The revision surgery took place approx three months earlier. When the sales rep spoke with the surgeon, he was not informed of the exact date of the revision surgery.

Manufacturer narrative:
Device explanted in 2008. Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.